Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies each device states: "adverse events: complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence incontinence." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial deformity, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sample was not returned the finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced dysuria, urinary frequency, urgency, bloody discharge and foul odor, delayed wound healing, rectal and vaginal bleeding, partial mesh resection and mucosal oversew on (B)(6) 2008, incomplete emptying, bladder prolapse, scar tissue, mesh exposure with in office resection (B)(6) 2008, in office mesh trimming (B)(6) 2009, vaginal prolapse syndrome, vaginal drainage, resection of the right upper and right lower proximal graft arms as well as resection of mesh on (B)(6) 2009. Resection of left proximal arm of the mesh with lysis of adhesions in the perivascular space on (B)(6) 2009, pudendal nerve injection for clitoral pain, fecal incontinence, severe pain on the left pelvic sidewall, marshall-marchetti krantz procedure, laparotomy, proctoscopy, cystoscopy on (B)(6) 2010, visible sutures, suture granulomas, removal of device on (B)(6) 2010, significant postoperative bleeding which required several additional sutures, pyuria, granulation tissue treated with silver nitrate on (B)(6) 2011, hematuria, muscular disruption in the internal and external anal sphincter, decreased rectal sphincter tone, small cysts on kidney, constipation and interstim placement.